Event description:
It was reported that pump displayed malfunction alarm malf 16 with fault ID 16-0x20e6, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to put pump into storage mode and return it using pre-paid label within 10 days, and was informed they would receive replacement pump under warranty, re-enter pump settings, and reconnect continuous glucose monitor, which customer understood and acknowledged.